Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: 1.6, 5.5, lab: 2.0, 2.0. Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.6 second test inr = 5.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed; date: 2007, inratio: 1.6, 5.5, lab: 2.0, 2.0, mean: 1.8, 3.75, confidence limits: 1.3-2.7, 2.2-5.3. Per internal procure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, both inratio and lab values are within the confidence limits for inr testing. For the second set of data, the lab result was outside the confidence limits. Products will be tested. Inratio precision data provided by end-user: first test inr = 1.6 second test inr = 5.5 mean = 3.55 ; sd = 2.7; %cv = 77%. The %cv is greater than 20%. Per internal procedure, the recision failed the criteria for precision. Products will be tested.